Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/11/2025, the caregiver reported the user had hyperglycemia with blood glucose readings of 360 mg/dl (ilet) and 341 mg/dl (fingerstick) after a missed meal announcement and albuterol treatment. The infusion site had been replaced earlier after accidental removal. Follow-up showed blood glucose decreased to 283 mg/dl and continued trending down. No hospitalization or long-term effects reported.